Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. As reported: "revision today was due to instability in extension. The use of mako in the index case was not mentioned as a contributor to the instability. No further information is available from the hospital or surgeon." A size 4 left cr femur and 4x9 cs insert were revised to a size 4 left ts femur with stem and augments, a 4x11 ts insert, and the patient's native patella was resurfaced.